Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the device was received for evaluation with a syringe attached to the female connector. Visual inspection was performed and a stuck tubing between the occluder feet was observed. Clear passage testing was performed and no flow was detected. The reported condition was verified. The cause was determined to be stuck tubing between the occlude feet. The cause of the stuck tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was unable to drain for greater than 72 hrs. The patient was unable to get dialysate to fill or drain while on the cycler and with using an ultra-bag. This was discovered during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.